Event description:
It was reported that the insulin pump alarmed intermittently and had discrepancies between the blood glucose reading and sensor glucose reading. The blood glucose reading was 170 mg/dl compared with the sensor glucose reading of 49 mg/dl. The customer was advised that the sensor may have been responding to changes in glucose. She was advised that the location of the sensor and its orientation may have had an impact it its accuracy. She stated that she did not have time to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.